Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3008452825-2020-00393. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Following geometry completion and radio frequency ablation on the mitral line and roof, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardial drain was placed to stabilize the patient. There were no performance issues with any abbott devices.